Event description:
I work in a hosp wt med-surg telemetry unit. I am a new nurse and started my first hosp job after my graduation and I work in my unit about an year so far. I had a pt who had a wound vac put on the day before by a dr and after pt was sent back to his room, the power cord was not sent with the wound vac for pacu, so at 3 am the power ran-out and the wound vac was automatically turned off. I come to shift in the am at 7 am and took a report from the night shift nurse and she said she and the charge nurse looked for a power cord but unable to find it. So, they reported this to the charge nurse, I also told the charge nurse and she said she will look for it. At 1230 pm I notify the wound care team that the unit is off since 3 am but they said they are too busy and can't take care of it today. Another charge nurse rounded on my pt at 12 pm and asked me why the wound vac is off, and I told her we are looking for a power cord. There was no order for the wound vac from the dr about the maintenance or dressing change from the md also. So, the dr called at 4 pm and yelled at me and demanded to speak with my mgr. After talking with the mgr, my mgr filed an incident report and blame the whole thing on me, as I did not do anything to make sure the wound vac is working, so I told her about the lack of order and she said when the dr put a wound vac, that itself an order and this is very serious and I am in trouble. So now I am so scared and don't know if I will get fired. Pt by the way was ok and the wound care team put the wound vac back on at 5 pm and there were no bleeding or excessive drainage from this wound. (B)(6), access number: (B)(4).